Event description:
A malfunction alarm was reported involving a pump with malfunction code 16-0x20e6. There was no reported information on the customer's blood glucose level at the time of the event. The customer was informed that the pump needed replacement, which was confirmed to be within warranty. Technical support arranged for a replacement pump to be shipped, provided instructions for safely storing and returning the malfunctioning pump, and confirmed the customer's shipping address. The customer declined to share the backup therapy they would use to ensure continued insulin delivery.